Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had audio anomaly. The customer's blood glucose was unknown at the time of incident. Sensor glucose value was 40 mg/dl. Customer reported she got the notice for safety for the audio issue she had it on vibrate. The device was not expected to be returned for analysis.